Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the shift check, after the patient call, the fully charged autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The status leds on the battery show 4 green lights, indicating it is fully charged. The user installed a second battery and the autopulse platform powered on as intended. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 07719 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.